Manufacturer narrative:
The system will continue to be monitored. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this lead was later surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited an out of range pacing impedance measurement. Review of the logbook revealed stored ventricular tachycardia (vt) episodes due to noise. In clinic the lead was programmed to bipolar which yielded impedance measurements of 360 ohms. Noise was not able to be recreated. No adverse patient effects were reported.